Event description:
It was reported (6) prr35 devices were used during a varicous vein ligation procedure. It was reported by the rep that after closing the leg skin incision with the prr35 proximate skin stapler, the surgeon was wiping off the wound with a wet lap sponge. The staples came out of the wound. The surgeon noticed on most, if not all of the staples one leg of the staple was not fully closed. An additional prr35 was then opened to finish closing the wound. The second, third and fourth stapler were obersved to do the same thing. An additional prr35 stapler was pulled to finish closing the wound. There was extended or time by 15 minutes. The rep also reported there was poor staple formation. There was no consequence to the pt. The surgeon has been using co's skin stapler for over 3 yrs without problems and uses proper closing and stapling technique.